Event description:
It was reported the scope tested positive with bacteria. The issue found on routine culture test during a sample testing (rinse test) during cds process. The facility did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The customer provided the hygiene microbiological investigation (hmi) results. The device was tested positive (instrument channel) with the following microorganisms: dates/results : (B)(6) 2002 pseudomonas greater than (100 cfu/channel). (B)(6) 2022 rhizobium radiobacter (2 cfu/channel) gram-positive rods identified as cellulosimicrobium cellulite (1 cfu/channel) candida parapsilosis (1 cfu/channel) gram positive rods not to be identified.(1 cfu/channel bacillus simplex (1 cfu/channel) (B)(6) 2002 rhizobium radiobacter (60 cfu/channel) candida parapsilosis (40 cfu/channel) gram positive rods further identified as cellulosimicrobium cellulans (70 cfu/channel) (B)(6) 2022 sphingomosa paucimobilis greater than (100 cfu/channel ) candida parapsilosis (15cfu/channel ) bacillus circulans (1 cfu/channel) cleaning, disinfection, and sterilization (cds) below are information on customers cds checklist: precleaning performed. Device cleaned immediately after the patient procedure ( within 5 minutes ). Suction pump for water through the instrumentation/suction channel performed until the aspirated liquid was clean. The air-water channel been flushed with water and air using mh-948 (air/water channel cleaning adapter). Auxiliary water channel flushed with water. Precleaning to manual cleaning less than 60 mins. Leak tested and performed in accordance with IFU detergent used ¿ mediclean forte by dr. Weigert (manufacturer). Aer/ewd reprocessor model name: medivator advantage detergent name: rapicide 1 disinfectant name: rapicide 1 and paa pre-cleaning: aspiration of water through the instrument/auxiliary channel. Flushing channels : air/water (a/w) channel, instrument/suction channel, auxiliary channel. Detergent used mediclean forte (dr. Weigert). Manual cleaning : brush: maj-1888 model brush points: instrument / suction channel , suction cylinder , instrument channel port. Scope not sterilized. Scope storage: simple cabinet with drying function. One drying cabinet for a maximum of 30 days. Stored wet: 4 hours max, otherwise cds again. Olympus regional repair center (rrc ) hamburg for hmi (hygiene microbiological investigation) has not yet been received and is in progress. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the bending section rubber glue was crack and the connecting tube coating was peeling. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation with no germs detected. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.